Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer met with an accident, experienced hypoglycemia and discrepancy between sensor glucose value and blood glucose value. The customer blood glucose value was 32 mg/dl and the sensor glucose value was 50 mg/dl. The customer was treated with emergency medical service/ambulance/emergency room visit. The event involved product(s) mmt-1884, unomedical, mmt-332a, mmt-7040a. Troubleshooting was performed. The customer reported that the sensor glucose value and blood glucose value difference was not within target range. The auto mode feature was on at the time of incident and customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: this is a duplicate case of (B)(4). Customer reported having a low blood glucose while driving. Customer got into a car accident. Sensor glucose was 50mg/dl while blood glucose was 32mg/dl. Time of the accident was 7pm. Blood glucose value at the time of emergency room visit was 70mg/dl. Low was treated in the emergency room. Partial troubleshooting was done. Please see (B)(4) for full troubleshooting that included glucagon treatment and loss of consciousness. Smartguard was used. Customer will discontinue the pump and return it under (B)(4).